Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-01564. It was reported that the patient experienced ventricular fibrillation and required cardiopulmonary resuscitation. Upon review, the competitor device detected the patient's arrhythmia but the patient was not converted due to low right ventricular lead impedance and insufficient output. The patient was rescued twice by emergency medical services via external defibrillation. It was noted that the right atrial lead exhibited noise. The system was explanted and replaced on (B)(6) 2019. No visible right ventricular lead anomalies were observed. The patient was stable.